Manufacturer narrative:
(B)(4). Follow up it was reported that medication or fluid was leaking past the black plunger. Because a physical sample was not returned, a comprehensive evaluation could not be performed. To support the investigation, one photograph was provided for review by the quality team. The image shows a syringe removed from its packaging blister, containing 50 ml of a white solution. Droplets of the solution are visible between the ribs of the syringe¿s rubber stopper. The photograph also includes the packaging blister top web. No additional information could be obtained from the image. A device history record review was conducted for material number 309653, lot 5227879. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and the photographic evidence, the reported symptom has been confirmed. However, without the physical sample, it was not possible to determine a probable root cause.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had leakage past the stopper. The following information was provided by the initial reporter: material #309653, batch #5227879. Verbatim: "it has been brought to my attention by the anesthesia department that the bd 50ml syringes mfg ref: 309653 from lot: 5227870 have exhibited multiple instances of medication or fluid leaking past the black plunger (see photo below). "

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported that medication or fluid was leaking past the black plunger. To support the investigation, nineteen sealed blister packaged samples and one photograph were provided to the quality team for review. A visual inspection of all samples identified no defects or imperfections. Five samples were randomly selected for leakage testing, and all five passed. The image shows a syringe removed from its packaging blister, containing 50ml of a white solution. Droplets of the solution are visible between the ribs of the syringes rubber stopper. The photograph also includes the packaging blister top web. No additional information could be obtained from the image. A device history record review was conducted for material number 309653, lot 5227879. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and the photographic evidence, the reported symptom has been confirmed. However, could not be reproduced in the returned samples.